Manufacturer narrative:
Device is a combination product. (B)(4). (B)(4).

Event description:
It was reported that stent damage occurred. During preparation of a 4.00 x 16 synergy(tm) drug-eluting stent, it was noted that the mid part of the stent strut was lifted up when the device was removed from the loop. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the midsection of the stent was squashed and the rest of the stent struts from the damaged section to the distal end of the stent were distorted. The stent moved on balloon distally approximately 4mm and over the distal markerband. The maximum stent profile was reviewed and was within specifications. The stent protector was not returned for analysis. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found several hypotube kinks across the length of the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. Based on the analysis and the type of damage evident; it is most likely that stent detachment occurred during the preparation and handling of the device following removal of the stent protector. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. During preparation of a 4.00 x 16 synergy¿ drug-eluting stent, it was noted that the mid part of the stent strut was lifted up when the device was removed from the loop. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.